Manufacturer narrative:
F10 medical device code, corrected data: a180130 and a040507 were incorrectly included in supplemental #1.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the surgeon went to replace the patient's lead, the device looked unusual. It was noted that the metal contacts of both electrode coils were serpentine-like winding around themselves rather than on the patient's vagus nerve. Additional information was received confirming the reason for the explant was due to high impedance. It was during this explant procedure that the damaged electrode was noticed. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
The explanted lead was later received into product analysis. Analysis was completed on the lead. No other relevant information has been received to date.